Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Loss of capture was noted on a few beats.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered while the patient was travelling out of the country. After returning home, the patient came in for a visit. Noise was observed on the right ventricular (rv) lead but was not observed with provocation. A fracture was suspected. Reprogramming was performed to change the sensing and pacing vector. A few days later, more noise was observed and the patient was admitted to the hospital and lead replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was capped and replaced.